Event description:
It is reported that the patient received a recall letter from her surgeon. The patient states that she began having pain in (B)(6) 2011, six months after the surgery. The pain is constant, but the intensity changes daily. The pain is impacted by the type and level of activity. The patient cannot get a full gait and currently walks with a limp and trips because she cannot put full weight on the leg or lift it fully. The left leg buckles when going down stairs and off curbs. The leg tires easily and sometimes feels heavy, requiring her to lift it with her hands in order to move it. The patient feels a lump at the implant site when seated. Over the counter pain medications do not provide relief.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.